Manufacturer narrative:
The customer performed a visual check of the patient's sample and the ise sample probe, and the appearance of both appeared normal. The customer discovered the ise reference solution was not seated properly and the customer repositioned the ise reference solution. The customer's calibration and qc results and system alarm trace were requested but not provided. The field service engineer found the reagent tubings and weight filters had been partially pulled out of the reagents. The reagent tubings and weight filters were repositioned to the correct height and the reagents were primed. The customer performed qc and patient comparison testing with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. Prior to the event, the customer confirmed the qc results were within the acceptable ranges. The patient's initial result was reported outside the laboratory. The customer performed qc and na had out-of-range results. The customer performed repeat testing with the patient's sample on a different analyzer. The patient's initial na result was 147 mmol/l. The patient's repeat na result was 141 mmol/l. The customer determined the repeat na result was correct and a corrected report was provided. The na electrode lot number for one ise compartment was t1494, and the other na electrode lot number was requested but not provided. The expiration dates of both na electrodes were requested but not provided.